Manufacturer narrative:
. E3: occupation: supervisor the actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that, during an in-service at the hospital, staff notified the representative of several recent incidents involving band leakage. Only one package was retained, and the specific patients affected could not be identified. In each case, the band exhibited either a sudden or gradual leak, requiring replacement. Staff reported only minor hematomas, and all patients were stable; however, this outcome is not considered acceptable. The event occurred post-procedure. Additional information received on 16 jul 2025: staff observed a slow leak and replaced the band with another from the same lot number. No hematoma was present. The facility still has unused tr bands from the same lot number in rotation, which can be returned. These bands remain sealed in their original packaging.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3 and to provide the completed investigation results. The complaint cannot be confirmed for air leakage issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).